Event description:
It was reported that "got kink from shaft while insertion". As a result the device was removed. A new catheter from a different manufacturer was inserted. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). No serial number was reported. The serial number of the device is unknown. The serial number label was noted missing from the device and not returned with the sample. The lot number of the returned device is suspected to be from the reported lot; however, no original packaging/label was returned. Returned for investigation was a 30cc 7.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed ziploc bag. Upon return, the one-way valve was tethered to the short driveline tubing. The inflation driveline tubing was connected to the short driveline tubing; the pump side connector of the inflation driveline tubing was noted detached from the tubing and not returned with the sample. The bladder was fully unwrapped. Multiple kinks to the iabc central lumen were noted at approximately 51.9cm, 56.7cm, 59.5cm, 61.5cm and 62.6cm from the iabc distal tip. No blood was noted on the interior or the exterior surfaces of the returned sample. The device was likely cleaned prior to the return. No other vis-ual damage or abnormalities were noted to the returned sample. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 51.8cm, 56.8cm, 59.4cm, 61.5cm and 62.8cm from the iabc distal tip, which are the locations of the previously noted kinks. The guidewire was able to advance through the central lumen. No blood or debris was noted. A de-vice history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported compliant of iab kinked is confirmed. During the investigation, numerous kinks were noted to the returned intra-aortic balloon catheter (iabc) central lumen, and resistance was noted at the locations of the kinks upon passing the guidewire through the iabc central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the kinked central lumen. The root cause of the kinked central lumen is undetermined; a potential root cause is customer handling. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "got kink from shaft while insertion". As a result the device was removed. A new catheter from a different manufacturer was inserted. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "got kink from shaft while insertion". As a result the device was removed. A new catheter from a different manufacturer was inserted. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Other remarks: n/a corrected data: n/a